Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by management that this is not a product complaint, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd max¿ enteric viral panel adeno false positive results have occurred. The following information was provided by the initial reporter: there seems to be false positives results for adeno which is possibly caused by bleeding from the rota channel in cases of strong positivity for rota.

Manufacturer narrative:
D2a: common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ enteric viral panel adeno false positive results have occurred. The following information was provided by the initial reporter: there seems to be false positives results for adeno which is possibly caused by bleeding from the rota channel in cases of strong positivity for rota.